Event description:
It was reported that the exhaust of the maxzero needleless connector was not working before use, and the connector was blocked/occluded during use. The following information was provided by the initial reporter, translated from chinese to english: "found that the joint was blocked and did not cause any harm to the patient." "The exhaust of the connector did not work before it was used. After the rep got the connector back, the rep tried to exhaust it with flush, and the exhaust did not work, so it could not be pushed and injected. The connector has been used in the department for many years, and the connector can be returned".

Manufacturer narrative:
H6: investigation summary one mz1000 china sample was received for investigation no packaging was received with the sample, however the customer indicates the affected lot number to be 20056234. A visual inspection of the sample did not identify any obvious damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting a 50ml bd plastipak syringe and a 5ml bd luer slip syringe from bd stock and attempting to flush the sample with fluid; flushing was unsuccessful in each instance, confirming the customer's. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed the customer's experience with a clear membrane identified within the outlet port of the male luer; this was removed and no further occlusions or functional issues were observed. A definitive root cause for the customer's experience could not be determined during the investigation; the exact nature of the clear membrane identified within the maxzero could not be confirmed, however the manufacturing site confirmed that it may have been excess silicone lubricant from the manufacturing process. Nevertheless the manufacturing site confirmed that following the silicone application step an automatic flow test is applied which should ensure that these types of occlusion do not occur. A review of the production records for lot 20056234 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the exhaust of the maxzero needleless connector was not working before use, and the connector was blocked/occluded during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "found that the joint was blocked and did not cause any harm to the patient." "The exhaust of the connector did not work before it was used. After the rep got the connector back, the rep tried to exhaust it with flush, and the exhaust did not work, so it could not be pushed and injected. The connector has been used in the department for many years, and the connector can be returned"